Manufacturer narrative:
The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure was attempted in a calcified artery using a starclose se device with a 6f sheath after a below the knee angiogram interventional procedure. Reportedly, clip deployment was performed; however, the clip misfired. The starclose se device got stuck upon removal from the anatomy. A cut down was performed, the vessel was incised and the puncture site enlarged in order to remove the device. The location of the clip is unknown but it was confirmed that it was not in the patient. Hemostasis was achieved via surgical suturing. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was returned for analysis. The reported clip misfire was confirmed as the clip was caught at the distal end of the sheath. Entrapment could not be replicated in a testing environment as it was based on operational circumstances. A review of the manufacturing records revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no other incidents from this lot. It should be noted that the starclose se instructions for use (IFU) states: do not deploy the clip in areas of calcified plaque. It is unknown if the IFU deviation contributed to the reported difficulties. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.